Event description:
It was reported that the atrial set screw was not tightened properly on the patient's implantable pulse generator (ipg). The screw was re-tightened and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.